Manufacturer narrative:
Investigation summary: it was reported there were black dots in the product. To aid in the investigation, eleven samples in a plastic bag and eight photos were received for evaluation by our quality team. A visual inspection and ten samples have embedded degraded resin and one has a partial scale printing. The eight photos show some of the samples received. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. The embedded degraded resin occurs at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the system of the tooling mold and press. The degraded resin can break loose and be molded into components. Frequency of inspections were increased to mitigate these escapes. Regarding the partial scale printing; a jam likely occurred at the barrel printing process inducing the defect reported and not detected in the next processes. Verification of the printing process was performed. Settings were correct. Flow of products was good. A device history record review was completed for provided material number 301035, lot number 1306469. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To mitigate the escapes of the embedded degraded resin syringes, the frequency of inspections were increased. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd¿ luer-lok syringe 60 ml experienced 120 cases of foreign matter contamination, and at least 1 case of scale marking issues. The following information was provided by the initial reporter: there were "black dots."